Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffered physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sepsis from (B)(6) 2016 to (B)(6) 2017, delayed period on (B)(6) 2013, libido decreased, inguinal hernia, low back pain, dysfunctional uterine bleeding, abdominal cramps, iud expelled (reports vaginal discharge green without odor present since iud expulsion yesterday), vaginal bleeding, vaginal discharge, burning sensation, diarrhea, kidney failure and vomiting. Previously administered products included for an unreported indication: mirena from 2006 to 2013. Concurrent conditions included thyroid disorder since january 2017, spotting menstrual, bleeding genital (since surgery), abdominal pain, postoperative pain, bloated feeling, ovarian cyst ruptured, fatigue, irregular periods, urinary tract infection, pollakiuria, dysuria, urgency urination, frequency urinary, left lower quadrant pain, suprapubic pain, cough, fever, shigella infection, flank pain, gastrointestinal pain, dysmenorrhea, leg pain, numbness, muscle weakness, dizziness, hot flashes, trouble falling asleep, genitourinary tract infection, intervertebral disc protrusion, acid reflux (oesophageal) and gastrointestinal pain. Concomitant products included bupropion hydrochloride (wellbutrin), ciprofloxacin hydrochloride (cipro) from (B)(6) 2016 to (B)(6) 2017, clarithromycin (macrobid) from (B)(6) 2016 to (B)(6) 2017, codeine phosphate;paracetamol (tylenol with codeine no.3), esomeprazole, esomeprazole, gabapentin, levofloxacin (levaquin), lisdexamfetamine, phenazopyridine hydrochloride (pyridium) from (B)(6) 2016 to (B)(6) 2017 and sertraline hydrochloride (zoloft) since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/psych injury"), urinary tract infection ("bladder or urinary problems or changes/bladder/urinary problems: uti (urinary tract infection)"), vaginal discharge ("bladder or urinary problems or changes/bladder/urinary problems: uti (urinary tract infection), vag. (Vaginal) discharge"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst "), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, vaginal discharge, abdominal pain, back pain and headache had resolved, the vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right tube 3 coils visualized trailing out from external os and left tube 3 coils visualized trailing out from external os. Plaintiff received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis on (B)(6) 2013: waxing and waning round hypoechoic foci within both ovaries suggesting physiologic follicles/cysts and a simple cyst was noted in the left ovary, likely a dominant follicle. Left cyst follicles -3.5 x 2.6 x 4.4 cm and right cyst follicles 3.0 x 2 .0 x 1.5 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: fu 4/5 processed together. Pfs received: new events were added: dyspareunia (painful sexual intercourse), fatigue. Patient history, concomitant drugs were added. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffered physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2013, libido decreased, inguinal hernia, low back pain, dysfunctional uterine bleeding, abdominal cramps, iud expelled (reports vaginal discharge green without odor present since iud expulsion yesterday), vaginal bleeding, vaginal discharge, burning sensation, diarrhea, kidney failure and vomiting. Previously administered products included for an unreported indication: mirena from 2006 to 2013. Concurrent conditions included spotting menstrual, bleeding genital (since surgery), abdominal pain, postoperative pain, bloated feeling, ovarian cyst ruptured, fatigue, irregular periods, urinary tract infection, pollakiuria, dysuria, urgency urination, frequency urinary, left lower quadrant pain, suprapubic pain, cough, fever, shigella infection, flank pain, gastrointestinal pain, dysmenorrhea, leg pain, numbness, muscle weakness, dizziness, hot flashes, trouble falling asleep, genitourinary tract infection, intervertebral disc protrusion and acid reflux (oesophageal). Concomitant products included bupropion hydrochloride (wellbutrin), codeine phosphate;paracetamol (tylenol with codeine no.3), esomeprazole, esomeprazole, gabapentin, levofloxacin (levaquin), lisdexamfetamine and sertraline hydrochloride (zoloft) since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/psych injury"), urinary tract infection ("bladder or urinary problems or changes/bladder/urinary problems: uti (urinary tract infection)"), vaginal discharge ("bladder or urinary problems or changes/bladder/urinary problems: uti (urinary tract infection), vag. (Vaginal) discharge"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst "), abdominal pain ("abdominal pain"), back pain ("back pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, vaginal discharge, abdominal pain, back pain and headache had resolved, the vaginal haemorrhage, menorrhagia, depression, anxiety, nausea and dysmenorrhoea outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right tube 3 coils visualized trailing out from external os and left tube 3 coils visualized trailing out from external os. Plaintiff received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: waxing and waning round hypoechoic foci within both ovaries suggesting physiologic follicles/cysts and a simple cyst was noted in the left ovary, likely a dominant follicle. Left cyst follicles -3.5 x 2.6 x 4.4 cm and right cyst follicles 3.0 x 2 .0 x 1.5 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Events: pain: abdominal, back, bleeding: general abnormal bleeding, headaches were added. Event bladder/urinary problems updated to the event uti (urinary tract infection), vag. (Vaginal) discharge. Event verbatim updated to psychological or psychiatric problems condition: depression/psych injury, event outcome was added for pelvic pain. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffered physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sepsis from (B)(6) 2016 to (B)(6) 2017, delayed period on (B)(6) 2013, libido decreased, inguinal hernia, low back pain, dysfunctional uterine bleeding, abdominal cramps, iud expelled (reports vaginal discharge green without odor present since iud expulsion yesterday), vaginal bleeding, vaginal discharge, burning sensation, diarrhea, kidney failure and vomiting. Previously administered products included for an unreported indication: mirena from 2006 to 2013. Concurrent conditions included thyroid disorder since (B)(6) 2017, spotting menstrual, bleeding genital (since surgery), abdominal pain, postoperative pain, bloated feeling, ovarian cyst ruptured, fatigue, irregular periods, urinary tract infection, pollakiuria, dysuria, urgency urination, frequency urinary, left lower quadrant pain, suprapubic pain, cough, fever, shigella infection, flank pain, gastrointestinal pain, dysmenorrhea, leg pain, numbness, muscle weakness, dizziness, hot flashes, trouble falling asleep, genitourinary tract infection, intervertebral disc protrusion, acid reflux (oesophageal) and gastrointestinal pain. Concomitant products included bupropion hydrochloride (wellbutrin), ciprofloxacin hydrochloride (cipro) from (B)(6) 2016 to (B)(6) 2017, clarithromycin (macrobid) from (B)(6) 2016 to (B)(6) 2017, codeine phosphate;paracetamol (tylenol with codeine no.3), esomeprazole, esomeprazole, gabapentin, levofloxacin (levaquin), lisdexamfetamine, phenazopyridine hydrochloride (pyridium) from (B)(6) 2016 to (B)(6) 2017 and sertraline hydrochloride (zoloft) since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/psych injury"), urinary tract infection ("bladder or urinary problems or changes/bladder/urinary problems: uti (urinary tract infection)"), vaginal discharge ("bladder or urinary problems or changes/bladder/urinary problems: uti (urinary tract infection), vag. (Vaginal) discharge"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), ovarian cyst ("ovarian cyst "), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge, abdominal pain, back pain and headache had resolved, the depression, anxiety, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the ovarian cyst had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right tube 3 coils visualized trailing out from external os and left tube 3 coils visualized trailing out from external os. Plaintiff received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded total bilateral occlusion the fallopian tubes were blocked. Ultrasound pelvis - on (B)(6) 2013: waxing and waning round hypoechoic foci within both ovaries suggesting physiologic follicles/cysts and a simple cyst was noted in the left ovary, likely a dominant follicle. Left cyst follicles -3.5 x 2.6 x 4.4 cm and right cyst follicles 3.0 x 2 .0 x 1.5 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of event bleeding were updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suffered physical pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2013, libido decreased, inguinal hernia, low back pain, dysfunctional uterine bleeding, abdominal cramps, iud expelled (reports vaginal discharge green without odor present since iud expulsion yesterday), vaginal bleeding, vaginal discharge, burning sensation, diarrhea, kidney failure and vomiting. Previously administered products included for an unreported indication: mirena from 2006 to 2013. Concurrent conditions included spotting menstrual, bleeding genital (since surgery), abdominal pain, postoperative pain, bloated feeling, ovarian cyst ruptured, fatigue, irregular periods, urinary tract infection, pollakiuria, dysuria, urgency urination, frequency urinary, left lower quadrant pain, suprapubic pain, cough, fever, shigella infection, flank pain, gastrointestinal pain, dysmenorrhea, leg pain, numbness, muscle weakness, dizziness, hot flashes, trouble falling asleep, genitourinary tract infection, intervertebral disc protrusion and acid reflux (oesophageal). Concomitant products included bupropion hydrochloride (wellbutrin), codeine phosphate;paracetamol (tylenol with codeine no.3), esomeprazole, esomeprazole, gabapentin, levofloxacin (levaquin), lisdexamfetamine and sertraline hydrochloride (zoloft) since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced ovarian cyst ("ovarian cyst "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was interrupted. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, nausea and dysmenorrhoea outcome was unknown and the ovarian cyst had not resolved. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, nausea, ovarian cyst, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: right tube 3 coils visualized trailing out from external os and left tube 3 coils visualized trailing out from external os. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: waxing and waning round hypoechoic foci within both ovaries suggesting physiologic follicles/cysts and a simple cyst was noted in the left ovary, likely a dominant follicle. Left cyst follicles -3.5 x 2.6 x 4.4 cm and right cyst follicles 3.0 x 2 .0 x 1.5 cm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: plaintiff fact sheet and mr documents received, new reporter, patient demographic information, lab data, essure indication, start, stop date, concomitant medication and event, abnormal bleeding (vaginal, menorrhagia),psychological or psychiatric problems condition: depression, anxiety and mental anguish , bladder or urinary problems or changes, nausea, dysmenorrhea (cramping) and ovarian cyst were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.